Manufacturer narrative:
Photo evaluation summary: upon visual evaluation of the image provided in the complaint no apparent damage or visual anomalies were observed. As the product involved in this complaint was not received, the device could not be analyzed according to our procedures. Regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. D4: UDI: as the lot, and serial number for the device involved in the event was not provided, the full UDI is currently not available. Reason for device explant and/or reoperation: left double capsule mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 81-year-old caucasian female patient underwent revision breast augmentation with 325cc unknown gel implants on both sides and experienced right side breast implant rupture, right side early onset seroma, and bilateral double capsule. As a result, the patient underwent bilateral replacement surgery with catalog number smpb320; serial number (B)(6) on the left side, and with catalog number (B)(6); serial number (B)(6)on the right side on (B)(6) 2025. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
On march 27, 2025, the mentor failure analysis lab received the device for evaluation. Per device received, following updates have been made on this form: - field d1 for brand name has been updated to "unknown gel implants textured". - field d4 for catalog number has been updated to "unk_gel implants textured". - field g4 for PMA/ 510(k) has been updated to "unk". On april 2, 20225, device evaluation was completed as follows: mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the gel implant textured returned device. Regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).